Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section b5 additional information: it was clarified that the pulmonary artery was clamped by the sureform stapler instrument to stop the bleeding while the procedure was converted to open thoracotomy. Section h10: the sureform 45 curved-tip stapler instrument and white reload were received for failure analysis. A firing failure with this instrument was confirmed through log review; however, was not replicated in-house. The returned sureform 45 curved-tip stapler instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests and moved intuitively with full range of motion in all directions. The instrument also clamped, fired and unclamped as expected during testing, and the grips opened and closed properly. No physical damage was observed; the instrument was fully functional with no product issues identified. The returned white reload was visually inspected and the forward progress of the blade shuttle assembly aligned with the completion percentage in the logs. The blade had become lodged into the cartridge side wall and was angled to the left. Per the reload shuttle ramp design, the row just ahead of the final blade position also appears to have deployed expected. Disassembly of the reload cartridge found the t-slot where the knife base rides along had severe damage starting near the proximal end, and continuing until the failure point. Material was deformed; no material appeared to be missing from the reload. The blade was removed and found to have a bent left leg. The blade edge was inspected and no significant damage was observed. Inspection of the shuttle found it had a broken knife seat and bent ramps. It is likely the knife leg became caught in the cartridge material as the I-beam continued pushing distally, resulting in the bending of the leg. Damage observed to internal components can occur when excessive loads are applied to the reload, which is normally attributed to the user. The stapler instrument was re-installed on an in-house system and engaged, initialized, and recognized the installed black reload. In order to simulate thicker tissue, the hi-challenge foam test was performed with a black reload installed. The stapler clamped and fired without error. Upon unclamping, the resultant cut-line was smooth, and all staples were formed in the proper b-shape. The stapler I-beam assembly was manually extended and no damage was observed to the I-beam or other components.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, there was an incomplete staple line that caused bleeding; the procedure was then converted to open via thoracotomy. The surgeon was firing a sureform 45 curved tip stapler with a white reload on the pulmonary artery when a "tissue too thick to continue" message was received. The procedure was converted to open via thoracotomy to control the bleeding. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The surgeon indicated that the fire failure occurred on the second fire using a white reload to cut the pulmonary artery; the surgeon usually uses white reloads for pulmonary arteries. The fire was a partial fire, giving a "tissue too thick to continue" message and also leaving an exposed blade on the reload. There were no clamping issues prior to firing the stapler reload. The event did not involve tissue being pushed forward/dragged during the firing process, the stapler jaws opening/releasing during the firing sequence, or the reload deploying staples unexpectedly. The reload was not stuck to the tissue. The surgeon did not encounter any obstructions or fire over an existing staple line. Bleeding occurred due to this event, and the procedure was converted to open thoracotomy to obtain hemostasis and resolve the bleeding issue. No blood transfusion was needed; the amount of blood loss is unknown. When asked how the patient tolerated the conversion and current status of the patient, it was stated as being unknown. Attempts have been made to obtain additional information however, there is currently insufficient information on the event and patient outcome at this time.

Manufacturer narrative:
The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. Advanced technical review for the sureform stapler 45 instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs show the stapler was installed on the system 2x and fired 2 reloads (2 white). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~61% completion, after a duration of ~15 seconds. Peak firing force was measured at 694 n. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. A review of a video provided was performed by an isi clinical development engineer (cde). The following additional information was provided: the video showed the surgeon using a sureform 45 stapler with a white reload on the pulmonary vessel. The firing sequence pauses for compression at 28mm followed by the user interface (ui) warning ¿tissue too thick to continue. Tap blue pedal to unclamp and consider changing reload color.¿ the video then skips around in the procedure until the surgeon unclamps the stapler and addresses bleeding from the vessel. It is not possible to determine a root cause from the video.